Event description:
It was reported that during a port insertion procedure, guide wire coating detachment was suspected. Vascular access was obtained via the left subclavian artery. The intended location of the non bsc port was the subclavian artery. The physician attempted to use the guide wire included in the tray for the non bsc port however, the physician was unable to use the wire successfully as the wire appeared to have a curve in it. A 035/180 zipwire hydrophilic guide wire was then selected and advanced; however, the zipwire was unable to be successfully advanced to the target area. The physician then retried the original non bsc guide wire. After several attempts vascular access was successfully obtained. The catheter and corresponding port were able to be placed. No patient complications were reported and the patient's status is listed as ok. At the conclusion of the procedure, review of the zipwire hydrophilic guide wire revealed "the tip was noted to look metal, approximately 1 inch was no longer black in color like the appearance of the rest of the guide wire as appeared prior to use."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a port insertion procedure, guide wire coating detachment was suspected. Vascular access was obtained via the left subclavian artery. The intended location of the non bsc port was the subclavian artery. The physician attempted to use the guide wire included in the tray for the non bsc port however; the physician was unable to use the wire successfully as the wire appeared to have a curve in it. A 035/180 zipwire hydrophilic guide wire was then selected and advanced; however, the zipwire was unable to be successfully advanced to the target area. The physician then retried the original non bsc guide wire. After several attempts vascular access was successfully obtained. The catheter and corresponding port were able to be placed. No patient complications were reported and the patient's status is listed as ok. At the conclusion of the procedure, review of the zipwire hydrophilic guide wire revealed "the tip was noted to look metal, approximately 1 inch was no longer black in color like the appearance of the rest of the guide wire as appeared prior to use."

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a multi-axial bend damage over the distal 4.45cm and skive damage and material removal to the polymer jacket material over the distal 7.75cm exposing 7.00cm of the internal core wire. The proximal end of the polymer jacket presents indications of tensile shear overload resulting in the material being stretched 5.75mm beyond the proximal end of the core wire. The specimen coating appears visually worn and abraded. The visual and tactile surface appearance of the specimen is visually worn and abraded. Microscopically the specimen coating appears to be smooth and consistent with extensive wear and abrasion, consistent with a clinically exposed device. Except where noted, the device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).